Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2024 where the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.